Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that l11 light source sn (B)(6) shut off during case, caused a 10 minute delay. There was full loss of light for approximately 30 seconds before getting another source. Case completed with the help of replacement device from another room. No information about medical intervention is provided.

Event description:
It was reported that l11 light source sn (B)(6) shut off during case, caused a 10 minute delay. There was full loss of light for approximately 30 seconds before getting another source. Case completed with the help of replacement device from another room. No information about medical intervention is provided.

Manufacturer narrative:
Alleged failure: l11 lightsource sn (B)(6) shut off during case, caused a 10 minute delay. Update- full loss of light was experienced for approximately 30 seconds before getting another source. Case completed with the help of replacement device from another room. There was no medical intervention. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root cause: bad reed switch on the safe light cable, and/or not fully seated light cable. Advise to re-calibrate the light source unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.